Manufacturer narrative:
Additional information was received. The patient and registered nurse at bedside verbally stated that the physician stated that there was "nerve involvement" upon access/grafting and suspected it to get better. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 57-year-old male patient with cardiomyopathy, history of known coronary artery disease, renal insufficiency, and dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Old blood was noted at the axillary site, but no hematoma was observed and the site was soft. The patient complained of some tingling in his fingertips. Other contributing factor was nerve damage on insertion, as reported by the physician. The patient remained on support. Nerve compression may result from device insertion, underlying vascular anatomy, and procedural factors.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Event description:
Additional information stated that the nerve compression had resolved. The tingling has resolved, and the patient remains on support.

Manufacturer narrative:
B5 additional information received. Section d4 serial number was corrected.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.